Event description:
This patient was found "non-responsive in residence on (B)(6) 2014." The patient had been previously diagnosed with post-partum cardiomyopathy. This device was explanted on (B)(6) 2014 during an autopsy. Per the coroner's office, the death certificate lists the date of death as (B)(6) 2014 due to post-partum cardiomyopathy. The coroner's office returned this device for disposal and has reported no complaints with the functionality of this device. Should additional information become available, this file will be updated.